Manufacturer narrative:
H10: as the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast, it started to take the first sample which gave allegedly an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast, then the user saw the needle allegedly spun around in the breast really fast like a drill, followed by a few sparks were noticed. It was further reported that the user cannot recall the system error code that displayed on the monitor's screen. Furthermore, the foot was on pedal when the driver started drilling motion and they let go of the pedal and the driver continued to drill and then had to remove the driver/needle from the patient while it was still drilling. In addition, at that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury.

Event description:
It was reported that during a vacuum assisted excision procedure, when the needle was placed in the breast it started to take the first sample which gave me an error regarding needle cutter not opening correctly, so user took the needle out the patient and detached and calibrated again, then went to reposition the needle in the breast then the user saw the needle spun around in the breast really fast like a drill, followed by a few sparks were noticed. At that point the needle was removed from the breast and replaced the needle and the encore machine with another one. There was no patient injury." Additional information was provided that the foot pedal failed to respond when buttons were pressed. User swapped foot pedal with another one which worked fine. Additional information was provided that the "foot was on pedal when the driver started drilling motion. They let go of the pedal and the driver continued to drill. She physical had to remove the driver/needle from patient while it was still drilling. There was no patient injury.

Manufacturer narrative:
H10: manufacturing review: a DHR and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the encor foot pedal serial number (B)(6) was received at the crawley depot. The encor foot pedal was visually inspected upon receipt and was found to be no physical damage. The device was functionally tested and passed the tests during evaluation. No other anomalies were identified. Additionally, encor driver photo is provided within the complaint. However, the provided photo is not related to the reported product, the photo review will be performed in the respective product complaint investigation. Therefore, the investigation is determined to be unconfirmed for the reported device button fails to respond /unintended movement issue. The root cause for reported device button fails to respond /unintended movement issue cannot be determined as the problem could not be reproduced. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. H10: g3, h6 (method) h11: d2b (gei; knw), h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.